Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for peritonitis. On an unreported date, the patient was treated with injection (inj) vancomycin (2 gram stat, route not reported) and inj fortum (1 gm once a day, route not reported) for peritonitis. The patient outcome was unknown. Dianeal therapy was ongoing at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: phone number: (B)(6). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.